Event description:
Customer reports that set primed with no sign of leakage, however, after applying and releasing the roller clamp leakage of taxol was observed. Reporter states there was no patient involvement and no chemo exposure to the nurse.